Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having difficulty locating the ipg with her charger. In addition, it was taking longer to charge the ipg. A spacer kit was sent to the patient. Attempts to determine if the kit resolved the issue have been unsuccessful.